Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a temporary dexcom g6 continuous glucose monitoring signal loss while using the ilet system, after which cgm readings resumed during the call, and the user¿s blood glucose was elevated with a maximum of 271 mg/dl for about one hour following a meal on the second day of ilet use; troubleshooting and education were provided regarding intermittent signal loss and expected early-use hyperglycemia. Symptoms included hyperglycemia without acute clinical effects. Outcomes included no alerts or alarms over 300 mg/dl for over 90 minutes, no back-up therapy, no ketone testing, no medical intervention, and no assistance required. Investigation included user interview, review of cgm connectivity behavior, and reinforcement of use expectations and troubleshooting steps. Investigation of this case revealed transient cgm signal loss with restored connectivity and postprandial hyperglycemia consistent with early adaptation of the automated insulin delivery system. It was concluded, based on previously established findings for similar reports, that the cause was likely normal system learning and transient cgm communication interruption.